Event description:
Distal humerus fracture occurred during stem insertion.

Event description:
Update 4/26/2013 product/lot information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product/lot code combinations finds no other reports. It was noted that the cement used in the procedure was a stryker product and not a depuy product. This use of the depuy devices is not recommended. The surgical technique indicates: ¿insert a vent tube down the medullary canal and push either a medium or high viscosity depuy bone cement down into the upper humerus with finger pressure.¿ review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. Product problem is not identified and no root cause can be identified with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.